Manufacturer narrative:
G2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during a connectivity test multiple contacts on the lead failed. Cleaned contacts without resolution. Swapped inputs and proved lead vs wireless external neuro stimulator (wens) issue. The issue resolved, lead failure was found during surgery and was immediately replaced. Patient alive, with no injury. Additional information was received. Cause of the connectivity test failure is unknown, impedance measurements not taken. The lead was tested prior to tunneling for the lead. Customer has shipped back the lead via fedex, estimated arrival by (B)(6) 2024. Information confirmed with physician / account.

Manufacturer narrative:
H3. Device analysis for lead va2v2f3035 revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.